Event description:
According to the information received, an amplatzer septal occluder (aso) was reported to have embolized. The patient underwent surgery and was discharged from hospital. Additional information has been requested, including imaging of the implant procedure, device/product numbers and patient information, but has not yet been received. Should additional information become available, a supplemental report will be filed. All dates have been estimated, including implant and event dates.